Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via a right axillary/subclavian surgical arterial approach in a 64-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock. The patient¿s past medical history was significant for prior coronary artery bypass grafting and known coronary artery disease. The patient¿s clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage d cardiogenic shock. The patient was supported with the impella 5.5 device and was successfully weaned from support on (B)(6). On may 12, additional information was received indicating a pocket infection at the former impella insertion site, as reported by the patient¿s family. The infection was reported approximately two months following device explant. It was noted that the patient also had an automated implantable cardioverter defibrillator (aicd) located on the contralateral side. Further details were not provided. The reported pocket infection is consistent with a post-procedural surgical site infection in the setting of prior axillary surgical access. Based on the available information, the infection is temporally associated with the prior surgical access. The patient outcome following the reported infection was not provided.

Manufacturer narrative:
Updated information: additional information obtained during follow up states "there was not an infection and aicd was placed due to preexisting conditions." Therefore this adverse event no meets reportable criteria. No further reports will sent under this report number. Updated information: h6 impact, clinical, and med dev prob codes updated to reflect no patient impact/harm.